Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The paddle was dissected proximal to electrodes 5-7. The conductor wires had been fractured at the ring joint. Stable continuity was established proximal to the fracture down thru the connector, isolating the open circuit to the fractured wires consistent with the reported noise. In addition, the electrodes were displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the fractured conductor wires and displaced electrodes is consistent with damage during use.

Event description:
Manufacturer report number: 3005334138-2021-00604. During the premature ventricular contractions (pvc) procedure, when the catheter was placed, noise was noted on the electrodes 5-8. The lumen was narrow and difficult to pass due to the kinking of the sheath, and the sheath was replaced. The resistance was not confirmed at the time of replacement. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. The procedure was delayed due to these issues.